Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery (rcfa) using a starclose se device after a heart interventional procedure. Reportedly, it was very difficult to advance the thumb advancer, and it was felt that something was not right. The physician continued advancing the thumb advancer until completing the step and the number 3 was seen at the window of the device body. The clip was fired and the device could not be removed from the patient's groin. The safety features were attempted and the device came out of the patient's groin. The clip however did not achieve hemostasis and manual arterial compression was applied and hemostasis was achieved. The patient did not experience any adverse effect. It was indicated that the access site was scarred. The physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the device was fully clip deployed. The clip was not returned. The thumb advancer had been retracted 1.5 cm proximal of the finish arrow on the body of the device after clip deployment. This finding is consistent with the reported completion of the thumb advancement, clip deployment and use of the safety features when difficulty or resistance is met during device removal. However, the report of continuing thumb advancement until sheath splitting and thumb advancement were completed after advancement difficulty was experienced is not consistent with the instructions for use (IFU). It should be noted that during this step of deployment, the IFU under closure procedure instructs the user: do not advance the thumb advancer against excessive resistance. If resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract thumb advancer as far proximal as possible, slide the safety release to collapse the locator wings, pull the device out. The analysis noted that the safety release button had been pushed inward out of its retaining tabs. This finding indicates that during activation of the safety release the button was pushed inward rather that slid, as stated in the IFU. It was noted that all the vessel locator wings were bent. The vessel locator wings are designed to collapse during clip deployment. Bent locator wings are generally associated with compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract; which can subsequently contribute to the reported difficult device removal and interfere with clip deployment. The report of the access site being scarred may have also been a contributing factor in the event. However, this could not be conclusively confirmed in the analysis. During internal examination of the device it was observed that the flex guide was carved at the distal end, proximal of the pusher body, and the control wire was bent at the same point. This type of damaged can be caused by, but is not limited to: a failure to maintain the flex guide straight during thumb advancement and/or deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A misalignment of the tubeset and flex-guide to the tissue tract can cause the support tube and/or garage leaves to strike and carve into the flex-guide during thumb advancement. The finding of the bent vessel locator wings and carved flex guide are known to contribute to resistance during thumb advancement and a difficult removal condition resulting in failure to achieve hemostasis, as reported. The analysis did not indicate any evidence of a product quality deficiency. Based on the investigation, the reported difficult thumb advancement and difficult device removal appears to be related to incorrect user technique and failure to follow the instructions for use. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.